Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. Upon investigation, the electrode belt was unable to properly communicate with an electrode belt. The trunk cable was cut, severing the black (main batt), blue (can l) and red (can h) wires in the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.